Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 6.9 and 3.0, laboratory inr; 1.6. The time between testing was a couple minutes between the inratio results and fifteen (15) minutes between last inratio and laboratory result. Therapeutic range 2.0-3.0 for the patient. The patient's coumadin was changed to 5mg daily based on the lab results. There was no additional information provided.

Manufacturer narrative:
Investigation pending.